Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. The customer stated that the screen continued to scroll without being prompted. Blood glucose level at the time of the incident was 75 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape keypad dome. No button error alarm. Numbers does not ramp up on its own or scroll bar moving with no input. Unable to perform functional test due to keypad anomaly. Unable to verify lcd light due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.